Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 01/2021).

Event description:
It was reported that during a pta procedure through the common femoral artery, the balloon was allegedly twisted and could not inflate fully. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a device history record review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one lutonix 035 device was returned for evaluation. A visual inspection was performed and twisting was noted to the balloon near the middle of the device. The balloon was then inflated using an in house presto inflation device and was able to be inflated to an even shape. The balloon was then deflated with no evidence of the twisting noted. However the investigation is confirmed for the reported balloon twisting as evidence of balloon twisting was noted during the visual inspection. The definitive root cause of the twisting balloon material could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a pta procedure through the common femoral artery via ipsilateral approach, the balloon was allegedly twisted and could not inflate fully. The procedure was completed using another device. There was no reported patient injury.